Event description:
It was reported that the patient had difficulty charging the ipg. It was also reported that the patients lead had high impedances and was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted devices were not returned as they were not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; (B)(6).